Event description:
The pt has experienced a "fairly severe" cluster of seizures, with a long run of convulsions which needed 20mg of valium to stop. The pt's family member, who is a neurologist, indicated that the pt's seizure clusters have become less frequent with vns therapy, but that the clusters are more severe, with stronger seizures. Investigation to date has been unable to determine whether the vns therapy is a causal factor in the reported increase in seizure severity.